Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was placed and driven on an in-house system with an in-house cautery tip installed. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The installed in-house cautery tip moved properly. Performed energy delivery with no issue. The instrument was fully functional. Visual inspection was performed and there was no damage found. In addition, the instrument was found to have a scratch mark at the distal end of the tube adapter. There were no broken pieces.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar cautery instrument was found to be broken. The procedure was completed with no reported injury.